Event description:
It was reported that the ilet displayed a solid green light on the wireless charging pad, yet the device battery percentage declined despite use of a different power outlet, consistent with a device energy storage issue and premature battery discharge localized to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.